Event description:
Pt received tmj bilateral total christensen joints in 2002. Today pt is experiencing constant facial muscle spasms, increased pain, pain in eyes, eye drooping, decreased hearing, tinnitus, excruciating pain in zygomatic arch, reduced jaw opening, extreme pain at base of skull, and more frequent and painful headache. Since the tmj implant surgery the pt's overall health has declined.